Manufacturer narrative:
Product analysis: heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a closurefast catheter during treatment of the patients right distal great saphenous vein (gsv). Minimal vessel tortuosity was reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The lumen was flushed prior to use. A guidewire was not used for insertion of catheter. Tumescent infiltration was utilized. No anesthesia was utilized. Hand compression was utilized. It was reported the catheter was used successfully for 12 treatment cycles, then they were unable to reach target temperature. After removing the catheter it was visually evident that the tip of the heating element had burnt up, the coil was not exposed and there was no coagulant build-up on the heating element. No error messages/codes/warnings were displayed on the rfg. The device was safely removed from the patient, no vessel damage was noted. A replacement closurefast catheter was used to complete the procedure. The vein is reported to have closed. No patient injury reported. When the device was returned it was noted that the coil was exposed.